Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 117 months (9 years 9 months). The implantation duration was 91 months*, which is higher than 75% of the estimated overall longevity (75% of 117 months = 88 months). Based on hrs guidelines, normal battery depletion occurred. *the device was explanted 3 months before the estimated rrt, therefore 3 months is added to the implantation duration for the longevity study.

Event description:
Reportedly, premature discharge of battery is suspected.

Event description:
Reportedly, premature discharge of battery is suspected.

Manufacturer narrative:
Battery longevity estimations and discussion provided follow-up data have been analyzed and estimation of the longevity has been performed. Patient files analysis revealed that the device has been explanted 3 months before the recommended replacement time (rrt) on (B)(6) 2024 with a battery impedance of 5,23k. Since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 117 months (9 years 9 months). The implantation duration was 91 months*, which is higher than 75% of the estimated overall longevity (75% of 117 months = 88 months). Based on hrs guidelines, normal battery depletion occurred. *the device was explanted 3 months before the estimated rrt, therefore 3 months are added to the implantation duration for the longevity study. Summary of laboratory tests - upon reception, the returned device was interrogated and found operating in vvi mode, 70min-1, ventricular channel was with 2.3v amplitude ¿ most likely because of the battery depletion, and 0.38ms pacing pulse width; i.e. Under the nominal programming applied for some parameters (mode, basic rate, rate hysteresis, rate response mode, smoothing) as expected when the rrt is reached, the battery impedance increased most certainly during the transportation of the subject device. The device was then reprogrammed in ddd mode, pacing pulses were delivered appropriately in a and v channels. Normal sensitivity was measured also in both channels. No overconsumption was observed during consumption measurements by telemetry. The device was then submitted to the standard electrical manufacturing test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). Based on available data, normal battery depletion occurred.